Event description:
The reporter complained that their device's defibrillation cable electrode connectors are worn, and won't stay firmly attached to the posts on a defibrillation tester.

Manufacturer narrative:
Physio-control supplied the customer with defibrillation cable parts info for replacement.